Manufacturer narrative:
H10 - one used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot # 4040735 and one used 35 ml syringe, manufacturer monoject were received for evaluation on 8/9/2019. The spinning spiros was pressure leak tested as per the product performance specification and no leakage was observed at any location within the spinning spiros assembly. The spin feature was spinning freely and the mating device male and female luers were iso compatible. The complaint was unable to be confirmed. A device history review (DHR) for lot# 4040735 and relevant commodities were reviewed. No non-conformances were found that would have contributed to the reported complaint. D11 - updated information - 35ml syringe, MFR monoject additional information can be found in section g1.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros being that when used with an unspecified syringe, a leak of fluorouracil was noted around the tip of the syringe and the chemo spilled on the patient. The syringe was remade. There was no adverse event and no delay in critical therapy reported.